Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Following our receipt of one returned transmitter, performed visual inspection and found no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / moisture were noted at connector per visual inspection. Unit was able to charge properly. After removing device from charger, the green led flashed properly. After the test plug was installed, the led flashed properly. In summary the customer complaint of loss communication event was not confirmed. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Unit passed charge test holding 4.13 v after accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported loss of communication between pump and transmitter. The customer experienced hyperglycemia with blood glucose value of 420 mg/dl. The customer reported hyperglycemia was treated with pump. The event involved product(s) mmt-1884, mmt-332a, mmt-399a, mmt-7841zn. Troubleshooting was performed for loss of communication and troubleshooting was not performed for high blood glucose. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event or not. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-399a. Product return for mmt-7841zn is expected and the customer response was the device will be returned.